Event description:
Information received indicates the stretcher will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend gas shocks were not working. The technician replaced the gas cylinders to repair the stretcher.